Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04679 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two interject injection therapy needle devices were intended for use during an endoscopic mucosal resection procedure. According to the complainant, the physician felt that the needle of the device appeared to be longer than usual. They opened the pouch of the another of the same device, and inserted the device into the anatomy location. However, the needle of the second device also seemed longer than usual. The procedure was able to be completed with another interject injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. After the procedure, the sales rep opened the pouch of the same lot. He confirmed that the length of the needle was 4mm. However, neither of the devices that were reported to have a longer than normal needle will be returned, as they have been disposed. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04679 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two interject injection therapy needle devices were intended for use during an endoscopic mucosal resection procedure. According to the complainant, the physician felt that the needle of the device appeared to be longer than usual. They opened the pouch of the another of the same device, and inserted the device into the anatomy location. However, the needle of the second device also seemed longer than usual. The procedure was able to be completed with another interject injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. After the procedure, the sales rep opened the pouch of the same lot. He confirmed that the length of the needle was 4mm. However, neither of the devices that were reported to have a longer than normal needle will be returned, as they have been disposed. Should additional relevant details become available, a supplemental report will be submitted.